Event description:
It was later reported that the baclofen intrathecal therapy ended on (B)(6) 2009. The onset/diagnosis of the infection was on the same date. Perioperative antibiotics were administered.

Event description:
It was reported that patient experienced an infection. About six weeks after the implant, the incision started to bleed. So, the patient went to the hospital where the pump was implanted and saw the infectious disease healthcare provider (hcp) and the surgeon who implanted the pump. They put the patient in the hospital for a week. The patient had a ¿staff¿ and ¿strepp¿ infection. He hcp did not want to take the pump out, but they ended up having to. It was taken out approximately 7 weeks after implant. The surgeon asked the patient when he wanted to put pump on the other side, but the patient said that he ¿wouldn¿t let you do this again on a bet¿. It was indicated that the patient and the surgeon did not like each other. The patient wished he could get another pump, but the hcp was the only in his area and he did not want to go back to that hcp. The patient loved the pump when it was in, and it helped him walk much better. For 20 hours a day, it left the patient¿s left arm was pulled up to his chest because of damage from his stroke and, when he had the pup in, his arm was released and his fingers got looser, so he loved the pump. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n185808001, implanted: 2009-(B)(6), product type catheter. (B)(4).